Event description:
There was an allegation of questionable elecsys troponin t hs stat results from the cobas e411 disk analyzer. Sample 1 initial result was <3.00 pg/ml with a data flag and the repeat result was 13.14 pg/ml. The field service engineer found the sample cover was broken. He replaced the sample cover, removed the sample needle, changed the black tubes, and reassembled. He ran performance testing which was acceptable. After the service actions, the customer had an additional questionable result. Sample 2 initial result was <3.00 pg/ml and the repeat result was 9 pg/ml.

Manufacturer narrative:
The cobas e411 disk serial number was (B)(6). The investigation is ongoing.

Manufacturer narrative:
The investigation did not identify a product problem. A general reagent problem was not present, because the qc prior to the event was within ranges. A preanalytical issue could not be excluded as the centrifugation time of 7 minutes may be too short. Correct pre-analytic sample handling is within the customer's responsibility.